Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance showed irregular out-of-range measurements of over 400 ohms. Troubleshooting was performed, provocative maneuvers showed no noise and x-rays no observable anomalies of the s-ICD or electrode. Technical services believed there was a potential loose setscrew of the electrode rather than an integrity issue due to the troubleshooting results. It was recommended to consider a replacement of the electrode. Subsequently, this s-ICD was replaced, and the electrode was left in service since the initial symptoms were pointing to connection rather than electrode fracture. During the replacement, fibrous tissue was noticed inside the header port, which was consider by the explanting physician the reason for the high system impedance measurements. This implantable electrode remains in service and no additional adverse patient effects were reported.